Manufacturer narrative:
The impella console has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) has a broken purge clip. The aic will be returned. No patient involvement.

Manufacturer narrative:
The investigation into the console aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and the purge disc retainer was confirmed to be broken. The cause of the issue was a broken purge pressure disk retainer.